Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.

Event description:
Hemicolectomy - "it was reported that at the end of the procedure, when the surgeon was examining the pt's abdominal cavity, she found a tiny piece of rubber. The piece of rubber was retrieved immediately. After the completion of the procedure, it was found that the piece of seal has been torn off. The device was discarded by the hospital so the sales rep was not able to obtain the sample for investigation."